Manufacturer narrative:
E1 establishment name: (B)(6), hospital. The device was returned and evaluated, and the customer's allegation was not confirmed. However, the following findings were identified: the coil sheath had been retracted from the tube sheath. The snare loop was connected to the device and retracted into the coil sheath. The loop stopper was not attached to the snare loop. When the slider was pushed/pulled, the loop could be operated and when the slider was pushed completely, the loop could be released. The appearance of the loop was inspected, and no deformation was observed in the connection with the hook. The hook presented no abnormalities such as deformation or bending. When an olympus loop was connected to the subject device, it could be connected without any problem. The insertion portion was strongly shaken. The loop was retracted/extended from the tube sheath. As a result, no abnormalities were observed in the loop. Other abnormalities that could lead to the reported event were not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that the doctor was unable to perform a ligation using the single use ligating device tube as the loop fell inside the patient's body. The loop was retrieved with grasping forceps and then discarded. The device was replaced with another product of the same model and the procedure was completed with no effect to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the slider was pulled before surrounding the target tissue with the loop, resulting in the loop stopper detaching from the loop. The slider was then likely pushed which caused the loop to fall into the patient¿s body. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not pull the slider before surrounding the target tissue with the loop. Otherwise, the loop stopper would be dislodged.¿ olympus will continue to monitor field performance for this device.